Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.